Manufacturer narrative:
Patient weight not available from facility. Device model, lot and di numbers not available from facility. Unable to determine device manufacture date because device model and lot numbers are unavailable.

Event description:
A lead extraction procedure commenced to remove 4 leads: 2 right ventricular (rv) and 2 right atrial (ra) leads due to bacteremia. Spectranetics devices were reportedly in use: glidelight laser sheath, tightrail rotating dilator sheath and lead locking devices (lld). While using the tightrail device with an lld in place within one of the ra leads, a small atrial perforation was discovered. Rescue efforts commenced immediately and surgical repair was successful. The patient survived the procedure.